Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device evaluated by MFR: the device was not returned.

Event description:
It was reported that the customer used bard indwelling urinary catheters at the hospital. The customer would like to know how long they were recommended to stay in situ in a client. The customer asked whether there was an expiatory date after insertion and when it should be changed. A few staff had noticed the breakdown of the product if left in for a while.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be, ¿operator error or machine malfunction". The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer used bard indwelling urinary catheters at the hospital. The customer would like to know how long they were recommended to stay in situ in a client. The customer asked whether there was an expiatory date after insertion and when it should be changed. A few staff had noticed the breakdown of the product if left in for a while. Per follow-up information received from ibc on 13feb2023, stated that this was second hand information the customer was given about a previous patient upon discharge and the discharge nurse was asking for more information of this product after the fact. The customer do not have any other information because they received this question posed to them after the fact. The customer stated that they would ensure to provide with this information if this happened again. Per additional information received from customer on 15feb2023, stated that this was second hand information the customer was given about a previous patient upon discharge and something a nurse had noted and then asked this question. The customer do not have any other information and was only inquiring about information for their own knowledge not putting in a complaint. The customer stated that they would ensure to provide with this information if this happened again.